Event description:
This issue goes back to 2010 with multiple problems with wheel chair. Chair broke down in (B)(6) 2013 - the motor and the control went out. An ambulance was called to assist her onto the wheel-trans bus and the chair was carried to the bus. She is asking for no charge to her repairs to the chair. Currently in hospital being moved to rehab facility and needs the chair.